Event description:
It was reported via repair work order that the bed was drifting due to malfunction nylon glide lift nuts and also scale was inaccurate due to a malfunctioned load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.